Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced discomfort at the ipg site. As a result patient underwent surgical intervention on (B)(6) 2019 where in the ipg was repositioned. Issue resolved post-operatively.